Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a sticky material, shorter in length, and was easily kinked. There was no patient injury.

Manufacturer narrative:
Evaluation summary: three samples were taken from lot number, product part number and the overall length of each unit was measured. This confirms that each unit was found to be within the blueprint specification. Visual examination of the units inspected confirms that there are not sticky to touch with a slightly frosted finish. The reported defect could not be detected on the samples inspected. All of our reinforced products undergo a first piece inspection carried out by the machine setter and cross checked by the quality controller during this inspection the material part number and lot number is checked and recorded on the batch record. Post second extrusion each unit is 100% inspected it is at these stages of the process that any defect is identified and removed from the lot. If information is provided in the future, a supplemental report will be issued.